Event description:
Caller states patient tested 5.6 inr on the coaguchek s system while a comparison lab returned as 4.1 inr. Patient was treated with vitamin k. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.